Event description:
It was reported the pump was explanted due to motor stall. It was unknown if the stall recovered. The pump was being used to deliver dilaudid, bupivacaine, and fentanyl. The patient status and any patient symptoms or complications associated with the event were unknown.

Manufacturer narrative:
(B)(4) .

Event description:
The following information was previously submitted via manufacturer report # 3007566237-2013-03148. Any follow-up information received will be submitted via this manufacturer report. It was reported that there had been a patient that had too little drug volume in the pump reservoir at their refill. The issue had occurred twice for this patient during refills. It was reported that, at the past two or three refills, the pump did not have as much medication in it as it was supposed to. On the day prior to report, the healthcare provider (hcp) brought the patient in early and the pump was expected to contain 7.2ml, but it was found to be empty. It was noted that the patient almost didn't make it to the appointment due to flu-like symptoms and possible withdrawal because the pump was empty. The pump was refilled at that time and, on the following day, the patient was feeling &#62421;out of it&#62927;bubbly and &#62422;oversedated reportedly indicating a potential overinfusion. It was reported that the patient was going to the emergency room because she was feeling woozy. The pump was programmed to minimum rate mode and would be replaced soon. It was indicated that the pump was not pump at that time, though it was stated that, if the pati ent did not improve, the hcp would empty the pump. Additional information received reported that the patient was hospitalized that week before the report was made, in the ICU (intensive care unit) and was given narcan, the specific date were not reported. The patient improved. &#61580;blood count was low,&#63502;no specifications were provided regarding that statement. The patient was discharged from the hospital on (B)(6) 2013 and the pump was still programmed to minimum rate mode and the reservoir was not emptied. The patient got a clonidine patch the day before the report, the dose was not reported. The patient called the hcp (healthcare provider) the day she received the clonidine patch noting that the patient did not feel well again, was woozy and had a blood pressure of 150/90, the family reported that the patient was &#62421;out of it.&#63508;the patient went back to the hospital the night before the report, was back in the ICU and was given narcan again and reversed the symptoms. It was noted that the hcp was trying to coordinate a pump replacement. It was added that the pump was emptied, the expected reservoir volume (erv) was 19.8ml, and the actual reservoir volume (arv) was 18.5ml. The pump was programmed to off state. The device system was used to infuse dilaudid, bupivacaine, fentanyl, clonidine and baclofen. The device was going to be explanted. It was unclear if the device was going to be replaced or if it was going to be returned to manufacturer. Additional information reported they had to perform a terminal stop on the pump.

Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ due to a failed alarm test to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed.

Manufacturer narrative:
Analysis of the pump found over infusion and an alarm anomaly with an undetermined root cause. The alarm test failed and was repeated to confirm. Dispense accuracy failed and displayed over infusion. Infusion testing also displayed over infusion. It was noted the pump had been stopped since november 2013. Analysis of the catheter found the catheter body deformed in shape and or abrasion, which did not affect infusion.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n193634, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).